Event description:
The patient reported charging issues between the implant and the external equipment. During a pocket revision procedure, a seroma was discovered at the pocket site. The seroma was removed.